Event description:
It was reported to boston scientific via an article published in journal of endourology that a study was conducted to analyze the lasing efficiency (le), which corresponds to a metric of laser surgery efficiency, and to identify operative and demographic factors associated with le metric, including the effects of using endotracheal tube (ett) or laryngeal mask airway (lma) as anesthesia administration method. In the review, were used a total of 82 intraoperative reports of a laser lithotripsy clinical trial evaluating the lumenis pulse 120h holmium laser. All the reports of the patients were from january 2021 to december 2022. In regard to the postoperative complications, they were grouped per grades and were included postoperative pain, nausea, fever, urinary retention, readmission for escherichia coli bacteremia requiring IV antibiotics, readmission for pseudomonas pyelonephritis, repeat ureteroscopy for obstructing stone fragments and one case of intensive care unit admission in the setting of sepsis and impacted stone fragments. The study analyzed the lumenis pulse 120h holmium laser with renal stones up to 20mm in diameter with and without moses 2.0 technology. According to the results, of the 82 included patients, 36 received endotracheal tube (ett) intubation and 46 had a laryngeal mask airway (lma). Patients with ett had significantly higher le (78.7%) compared to those with an lma (73.3%) there was also significantly higher mean le in patients with no postoperative complications (76.3%) compared to those with any complication grade assigned. Additionally, it was noticed that the cases with higher lasing efficiency were associated with less postoperative complications. The data also support the use of ett over lma to improve overall le.

Manufacturer narrative:
Gelikman, d. G.,ibanez, k. R.,reed, a. M.,hsi, r. S.,nimmagadda, n.,miller, n. L. Factors affecting holmium laser efficiency: comparison of laryngeal mask airway and endotracheal intubation during ureteroscopy for renal stones. J endourology 2024;38:8-1.

Manufacturer narrative:
Gelikman, d. G., ibanez, k. R., reed, a. M., hsi, r. S., nimmagadda, n., miller, n. L. Factors affecting holmium laser efficiency: comparison of laryngeal mask airway and endotracheal intubation during ureteroscopy for renal stones. J endourology 2024; 38:8-1. With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. According to the medical review, the patients' symptoms of pain, fever and infection/sepsis are a known inherent risk of device use as stated in the instructions for use. As long, nausea and urinary, those are general procedural complications. Additionally, the reported events of intensive care, medication required and unexpected medical intervention are known as secondary effects and could be unrelated to the device performance. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a study was conducted to analyze the lasing efficiency (le), which corresponds to a metric of laser surgery efficiency, and to identify operative and demographic factors associated with le metric, including the effects of using endotracheal tube (ett) or laryngeal mask airway (lma) as anesthesia administration method. In the review, were used a total of (B)(4) intraoperative reports of a laser lithotripsy clinical trial evaluating the lumenis pulse 120h holmium laser. All the reports of the patients were from (B)(6) 2021 to (B)(6) 2022. In regard to the postoperative complications, they were grouped per grades and were included postoperative pain, nausea, fever, urinary retention, readmission for escherichia coli bacteremia requiring IV antibiotics, readmission for pseudomonas pyelonephritis, repeat ureteroscopy for obstructing stone fragments and one case of intensive care unit admission in the setting of sepsis and impacted stone fragments. The study analyzed the lumenis pulse 120h holmium laser with renal stones up to 20mm in diameter with and without moses 2.0 technology. According to the results, of the (B)(4) included patients, (B)(4) received endotracheal tube (ett) intubation and (B)(4) had a laryngeal mask airway (lma). Patients with ett had significantly higher le (78.7%) compared to those with an lma (73.3%) there was also significantly higher mean le in patients with no postoperative complications (76.3%) compared to those with any complication grade assigned. Additionally, it was noticed that the cases with higher lasing efficiency were associated with less postoperative complications. The data also support the use of ett over lma to improve overall le.

Manufacturer narrative:
Gelikman, d. G., ibanez, k. R., reed, a. M., hsi, r. S., nimmagadda, n., miller, n. L. Factors affecting holmium laser efficiency: comparison of laryngeal mask airway and endotracheal intubation during ureteroscopy for renal stones. J endourology 2024;38:8-1.

Event description:
It was reported to boston scientific via an article published in journal of endourology that a study was conducted to analyze the lasing efficiency (le), which corresponds to a metric of laser surgery efficiency, and to identify operative and demographic factors associated with le metric, including the effects of using endotracheal tube (ett) or laryngeal mask airway (lma) as anesthesia administration method. In the review, were used a total of (B)(4) intraoperative reports of a laser lithotripsy clinical trial evaluating the lumenis pulse 120h holmium laser. All the reports of the patients were from (B)(6) 2021 to (B)(6) 2022. In regard to the postoperative complications, they were grouped per grades and were included postoperative pain, nausea, fever, urinary retention, readmission for escherichia coli bacteremia requiring IV antibiotics, readmission for pseudomonas pyelonephritis, repeat ureteroscopy for obstructing stone fragments and one case of intensive care unit admission in the setting of sepsis and impacted stone fragments. The study analyzed the lumenis pulse 120h holmium laser with renal stones up to 20mm in diameter with and without moses 2.0 technology. According to the results, of the (B)(4) included patients, (B)(4) received endotracheal tube (ett) intubation and (B)(4) had a laryngeal mask airway (lma). Patients with ett had significantly higher le ((B)(4)) compared to those with an lma ((B)(4)) there was also significantly higher mean le in patients with no postoperative complications ((B)(4)) compared to those with any complication grade assigned. Additionally, it was noticed that the cases with higher lasing efficiency were associated with less postoperative complications. The data also support the use of ett over lma to improve overall le.